Manufacturer narrative:
Investigation of the customer's complaint of an insufficient heat seal leading to a breach in sterility has confirmed the reported issue. Conmed received four 138100 unopened in original packaging, the reported catalog and lot numbers were verified. A visual inspection found all four devices encroaching into the seal on the packaging. The packaging of one device has an open hole. A functional inspection was then performed and the devices were dye leak tested per policy. The dye leak test of the three devices without obvious breaches indicated that the packaging had an insufficient heat seal. The dye leaked into the gaps in the seal caused by the devices encroaching. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 67 complaints, regarding 279 devices, for this device family and failure mode. During this same time frame 1,921,560 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also per the IFU the user is advised that these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic; these devices fail the inspection described herein. Inspect and test each device before each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, electrode blade std coined, catalog # 138100, lot 201909091, for a possible breach of sterility due to an insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(6). The completion of the device evaluation confirmed an insufficient heatseal. Due to the breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.